Event description:
Boston scientific notified tsv of a possible lead fracture on this lead. The physician intends to replace this lead, but the date of the procedure is unk. Should add'l info become available, this file will be updated.